Event description:
Event description boston scientific received information that during a follow-up, it was observed that the lead safety switch had triggered on the ventricular lead. It was unknown if the impedance measurement that triggered the safety switch was high or low. Noise and oversensing were also noted. The physician was concerned that the lead remained in bipolar configuration and indicated that he had observed this same issue with the atrial lead one month prior.